Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing detached (fell off). He had the failed infusion set last 2 weeks. The site location was his abdomen and the pump was worn. The infusion had been used for two to three days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity there was no stress or pull on the tubing, and the pump was not dropped with the set connected to the body. No further information available.